Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation and observed that one of the grippers was observed to be pinched between the harness and did not lower. The gripper cover was also observed to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The reported poor image resolution was related to procedural conditions. Based on the information reviewed, a potential product issue was identified due to the observed gripper arm lowering difficulty resulting in the observed product quality problem and the observed torn gripper cover. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to shadowing from the shaft. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, it was observed that the anterior gripper would not lower at all. Troubleshooting was performed and failed. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. The physician stated that after the cds was removed and placed on the back table, the gripper was finally lowered after the second attempt. One clip was implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.